Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 5-10 min. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating right l4 screw placed ca. 5mm lateral to its intended position, was a temporary shift/movement of the navigation reference array during this right l4 placement in relation to the right iliac crest on which it was attached, due to inadvertent forces applied to the reference system, (e.g. Specifically while instrumentation was performed on the right side l4 first, working with a small and deep incision, and retraction on the adjacent skin/soft tissue needed for the lateral angle of the screw, as acknowledged by the surgeon). The array movement software warning also appeared during the surgery, further indicating the occurrence of reference shift during this placement. Movement/shift of the reference system relative to the patient anatomy leads to a deviating display of the tracked instrument positions on the registered scan image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, and while planning and placing the screw at right l4. A minor contributing factor is relative movement between the vertebra operated on in relation to where the navigation reference array was placed (right iliac crest) when applying forces to the bone, e.g. During the drilling or k-wire / screw placement at right l4, e.g. While retracting the surrounding skin/tissue in preparation for the screw path using the navigated drill guide, the instrument may have applied more force on the bone and caused the vertebrae to temporarily shift while applying these forces. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery image set. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for posterior fusion with transforaminal lumbar interbody fusion (tlif) at vertebrae l4 and l5, due to l4/5 stenosis with transitional anatomy, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the right posterior superior iliac spine (psis) using the 2-pin fixator with 4x150mm schanz pins. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified and accepted the registration. Prepared the pedicles (pilot holes) by drilling through the navigated drill guide 3.2mm, first on right l4, and planned the screw in navigation. Inserted an 1.75mm k-wire into the pedicle hole, used it to feel for breaches, and used a non-brainlab cannulated tap calibrated to navigation to thread the pilot hole. Placed the pedicle screw following the k-wire with a non-brainlab screwdriver calibrated to navigation. Prepared and placed the remaining 3 pedicle screws in left l4, and bilateral in l5, with the same navigated method as above. Performed the tlif and decompression, also using navigation as an image viewer and resource. Acquired a verification intra-operative c-arm scan, with automatic image registration to navigation, showing that the right l4 screw deviated from the intended position laterally shifted by ca. 5mm. Decided to remove the right l4 screw, used a non-navigated probe to create a new pilot hole medial away from the former hole, and verified it using the navigated pointer (with the registered verification scan). Used the tap and screwdriver calibrated to navigation to place the right l4 screw in its corrected position. With a final verification c-arm scan, determined that all screws were placed correctly, and completed the surgery successfully as intended. According to the surgeon: the deviation of 1 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a c-arm verification, and the screw was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 5-10min. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.